Event description:
It was reported that during preparation for a stenting treatment procedure tip detachment occurred. While prepping the 2.25x12mm ion stent delivery system (sds), the physician flushed the catheter and the tip of the catheter snapped off. It was noted that part of the syringe was also stuck in the sds. The device never entered the patient and the procedure was successfully completed with another of the same device with no patient complications reported.

Event description:
It was reported that during preparation for a stenting treatment procedure tip detachment occurred. While prepping the 2.25x12mm ion stent delivery system (sds), the physician flushed the catheter and the tip of the catheter snapped off. It was noted that part of the syringe was also stuck in the sds. The device never entered the patient and the procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging. There was no blood or contrast visible. The balloon was tightly folded with the stent between the markerbands. There was plastic piece in the hub. There was no other damage to the sds. Product analysis confirmed part of the syringe was in the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).